Manufacturer narrative:
Please reference MDR 2183870-2008-00170 for spiderfx used in this procedure.

Event description:
Patient enrolled into the create pas trial. Minor ischemic stroke-patient experienced expressive aphasia on the day following the stent procedure. Recovered without sequela.